Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was unknown if the reprocessing steps at the material residue points were deviated from the instruction manual. The foreign material could not be identified. Therefore, a root cause could not be established. The event can be detected and prevented by handling the device in accordance with the instructions for use which state: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation confirmed there was foreign material in the air/water tube and cylinder. The additional evaluation findings are as follows: the switch box had a scratch, the suction cylinder had no color, the cover of the light guide bundle was damaged, the objective lens had a scratch, the light guide lens had a crack, the connecting tube had peeling coating, and there was corrosion around the forceps elevators. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope was returned as part of the asset return process with no alleged complaint. During routine inspection of the device by olympus, foreign material was found in the air/water tube and cylinder. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.